Event description:
It was reported, the camera control unit had communication error (e222). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide the following additional information: the intended therapeutic laparoscopic colonoscopy was canceled. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to field h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A field service engineer evaluated the device on site and the customer's allegation regarding scope communication error (e222) was confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.